Event description:
It was reported that a spectrum infusion pump failed to detect a downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing , ' 'failed downstream occlusion test' was confirmed during downstream occlusion testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.